Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx was used during a cannulation common bile duct procedure performed one day prior. According to the complainant, while attempting to cannulate the major ampulla, they noticed that the cutting wire was loose and were unable to elevate the distal tip of the sphincterotome. Following the procedure, the device was removed and it was noticed that "the distal part of the cutting wire attached to the distal part of the cannula was loose and not elevating the distal part of the device." The physician indicated that this was due to the patient's anatomy rather than the device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "stable".

Manufacturer narrative:
(Wire won't bow). Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.